Manufacturer narrative:
The incident sample will not be received for evaluation. Investigation is in-process. A supplemental report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly clark has received a complaint indicated that "during the cleaning of the patient's room, the employee's glove tore exposing them to the patient's body fluids". There was no report any communicable diseases or any harm to the user. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).